Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g4: PMA/510(k)#: k982541. E1: initial reporter facility name: (B)(6) hospital. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® eclipse¿ blood collection needle, an unspecified number of devices had the needle separate from the hub. There was no health impact or consequences reported.